Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when connecting, interference appeared and the image disappeared, an error (scope communication error) occurred during set up in room / before patient in room involving an olympus bronchovideoscope. There was no patient injury reported.